Event description:
There was an open circuit on the #0 electrode. The implantable neurostimulator was replaced and high impedances were noted on the electrode after surgery (please see MFR. Report #2182207200806942). No pt identifiers or other clinical information was provided. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.